Event description:
On 9th june, 2022 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the cover was missing from suspension arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 500. It was stated cap was missing from suspension arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. According to the information provided by getinge technician he is currently awaiting for the spare parts delivery to perform the repair. As it has been established when the event occurred, the surgical light did not meet its specification due to detachment of suspension arm¿s cap, which subsequently contributed to the event. According to the information collected the device was not being used for patient treatment upon the event occurrence. Review of received customer product complaints related to investigated issue, revealed that there were no serious injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to number of sold devices worldwide, we can assume that the failure rate of detachment of suspension arm¿s cap is very low. As per expertise performed by the subject matter expert at manufacturing site, caps were found missing on different configurations of powerled surgical lights. It was found in the same hospital during a maintenance. The most likely root cause regarding this case is an oversight during installation or maintenance. The probability that a shock could be the root cause is then ruled out. The installation manual mentions how to fit the cap after the spring arm mounting during installation (ni 01584 en 08, page 56). Furthermore, the user manual (IFU 01581 en 09, pages 20-22) specifies to check the proper position of all covers on the main arm. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation had been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).